Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on (B)(6) 2018. The rep had no further information available which was confirmed with the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The patient¿s medical history includes complex regional pain syndrome of the left leg and lox back pain. It was reported that the patient was not getting stimulation in her back where expected. The rep reprogrammed the device on (B)(6) 2018. The issue was not yet resolved. No external factors were said to have contributed to the issue. No further complications were reported.